Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that the insulin pump had damage and the screen was scratched and it was difficult to read. Customer's blood glucose level was 82 mg/dl. The customer was advised to the insulin pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with minor scratched lcd window. Able to read on screen noted.